Manufacturer narrative:
Follow-up # 1 ¿ (07/05/2013). The patient¿s meter has been returned and evaluated by lifescan product analysis on 5/17/2013 and 6/28/2013, respectively, with the following findings:the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
The meter involved with this complaint has been returned but not yet evaluated by lifescan product analysis. Lfs will evaluate it and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2013, the lay user/ patient contacted lifescan (lfs) (B)(4) alleging his onetouch verio iq meter powers off during use. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began one morning in (B)(6) 2012. It is not known how the patient manages his diabetes or if changes were made to his usual management routine. Prior to the start of the alleged issue, the patient claimed he felt symptoms of weak and tired. That same afternoon, the patient reportedly visited his physician¿s office and tested on the physician¿s meter. Results were not provided. No additional treatment was specified. There was no indication of misuse. The alleged issue was not resolved at the time of troubleshooting. Based on the information provided, there is no indication that the reported issue caused or contributed to a serious injury. The patient's reported symptoms of ¿weak and tired" does not meet lifescan's criteria for a serious injury. The patient did not receive medical treatment for an acute complication of diabetes. However, this complaint is being reported because the alleged power issue remained unresolved.